Event description:
A surgeon reported that the diagnostic system's measurements are not as accurate as other biometry diagnostic systems that are used by the facility. No pt impact was reported and no additional info has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).